Manufacturer narrative:
On oct 12 2021, additional information was received indicating the devices are mentor memorygel breast implants 400cc, catalog number 3504001bc, serial number (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 18, 2024, additional information was received indicating the date of event was (B)(6) 2020. The date of explantation was identified as (B)(6) 2024. The patient also reportedly experienced bilateral capsular contracture baker grade ii along with breast implant illness, pain, brain fog, hair loss, fatigue. Health effect - clinical code (B)(4). Generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 13, 2024, additional information was received indicating the explantation surgery has been rescheduled to (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unspecified breast implantation procedure with unspecified mentor gel breast implants and experienced breast pain on the right side and rupture on the left side post-operatively, which was confirmed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.